Event description:
Report received from the USA stating the device's locking mechanism was "not working properly". The device was being used during a procedure. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The device was evaluated and the reported problem was confirmed. The motor exhibited damage to the locking mechanism that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. If additional information is received, a supplemental report will be sent. (B)(4).